Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into the patient's operative eye, but the surgeon noticed a scratch on the lens. The iol was cut out, removed during the same procedure. An incision enlargement was required, however, there were no other complications. The patient is doing fine post-operatively. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on: 10/08/2019. Device evaluation: the lens returned cut in two pieces. The condition in which the sample returned is consistent with a product that was implanted and removed. Due to the conditions of the lens returned, the complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no additional investigation requests for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.